Manufacturer narrative:
The customer reported that the bedside monitor powered off by itself. It beeps before it powers on, will stay on for about 2 minutes, and then powers itself off. A loaner device was sent to the customer. No harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bedside monitor powered off by itself. It beeps before it powers on, will stay on for about 2 minutes, and then powers itself off.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) at (B)(6) hospital reported the bsm-9100a (mu-910ra sn: (B)(6) beeps before it powers on. It would stay on for about 2 minutes, and then power itself off. Customer was not aware of any power outages before this started happening. Service requested: repair. Service performed: nka repair center evaluation: the unit was cleaned and evaluated. The reported problem "unit beeps before it power on, it will stay on for 2 minutes and then power itself off" could not duplicated. We set up and troubleshooted the unit. When we powered on, the unit has no displays on the monitor and leds. At the cat5 connector, and 2 leds in the front was also on for long time, even unit was powered off. Due to the components are not avail at this time and unable to repair it. Suggest to exchange. Customer decided to perform exchange on unit instead. Investigation result: the bsm warranty began 01/01/2012, which is over 6.5 years at the time of reported issue. A review of device history found no previously reported issues with the unit. Evaluation of the unit was unable to duplicate the reported issue of device powering itself off. Evaluation found the unit had no display on the monitor and leds. Per bsm-9100a series service manual, the unit must undergo regular maintenance inspection at least every 6 months. A maintenance check sheet is provided. Additionally, section 6 "maintenance" of the service manual provides list of parts which need to be periodically replaced. Customer's maintenance/replacement history is not known. Device sap history shows no record of nka servicing performed for the unit. The bsm-9100 model was discontinued on december 2016 due to the introduction of csm-1901 life scope g9 high acuity monitor. The issue occurred well beyond the warranty period and product discontinuance. Due to a lack of parts available, the unit could not be repaired. A search of keyword "bsm-9100a" combined with "beep" "off" or "display" using similar tickets query found no reported issues. "Bsm-9100a power" found possible related issue: 300148988/43029 reported 10/29/2018 for (mu-910ra sn: (B)(6) "device will not power on" age of unit: 4.5 years there does not appear to be an adverse trend for this issue. Per nkc DHR (attached), the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. This issue is not suspected to be caused by deficient design. Correction: e2. Health professional. Changed from no to yes. G4. Date received by manufacturer: should be 06/15/2018 not 07/09/2018 as listed on MDR initial report. H3. Device evaluated by manufacturer? MDR initial states product not returned. Product is returned. Additional information: b4. Date of this report. D10. Device available for evaluation? E3. Occupation. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Correction. Additional information. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the bedside monitor powered off by itself. It beeps before it powers on, will stay on for about 2 minutes, and then powers itself off.